Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united arab emirates. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial arthroscopic meniscal repair procedure of the knee, the repair device was used to repair a vertical lateral meniscus tear. Approximately two (2) years postoperatively, the patient developed recurrent knee pain. Evaluation at another hospital, including MRI, revealed a retained metallic foreign body in the knee, consistent with a needle fragment from the device. The patient underwent a revision procedure to remove the metallic fragment, which was extracted successfully. Attempts have been made, and no further information has been provided.